Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The cause of death was reported to be due to the peritonitis event. It was unknown if the patient was hospitalized for the peritonitis or prior to the time of death. Treatment for the event was not reported. It was unknown if dianeal therapy was ongoing till the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.